Event description:
During a follow-up on (B)(6) 2021, it was found that the atrial and ventricular lead impedances were abnormally high, greater than 3000ohms, and the pacemaker was not working properly. A chest radiograph was taken at that time, and there was no abnormality at the interface between the leads and the pacemaker, and regular contact was observed. Whether the leads were broken is uncertain. It is understood that the patient often writhes in the position of the pacemaker. On 4 august 2021, it was found that the titanium can of the pacemaker and the header were broken, and the leads were completely separated from the pacemaker. A new reply dr pacemaker was implanted with good parameters, and working normally.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up on (B)(6) 2021, it was found that the atrial and ventricular lead impedances were abnormally high, greater than 3000ohms, and the pacemaker was not working properly. A chest radiograph was taken at that time, and there was no abnormality at the interface between the leads and the pacemaker, and regular contact was observed. Whether the leads were broken is uncertain. It is understood that the patient often writhes in the position of the pacemaker. On (B)(6) 2021, it was found that the titanium can of the pacemaker and the header were broken, and the leads were completely separated from the pacemaker. A new reply dr pacemaker was implanted with good parameters, and working normally.